Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the right femoral artery in an 83-year-old male undergoing high-risk percutaneous coronary intervention (hrpci) who presented in scai stage a shock. Immediately upon activation in auto mode, the device demonstrated suction alarms and elevated motor current despite correct insertion technique. At the time of implant, 7,000 units of heparin had been administered, but an activated clotting time (act) had not yet been drawn, and the introducer sheath had not been aspirated or flushed. Continued suction and low-flow conditions persisted despite repositioning, and the act later returned at 167 seconds. Additional heparin was administered, however, due to ongoing obstruction, the implanting physician elected to remove and replace the pump. Upon explant, fibrinous material was observed within the inlet window. A replacement impella cp was inserted and functioned appropriately without recurrence of low flow. No cannula kinking or device-related structural abnormalities were reported. Based on the available information, the pump-flow obstruction is most consistent with thrombotic material related to inadequate anticoagulation and unflushed introducer rather than an intrinsic device malfunction. The event resulted in pump replacement, but current findings indicate the device functioned as intended, and no evidence of device defect has been identified.

Manufacturer narrative:
The pump will be returned for evaluation.

Manufacturer narrative:
Corrected information was provided in b1 (is product problem). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial, catalog number). Upon review, the section d catalog and serial number have now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the low or blocked pump flow cannot be established.